Manufacturer narrative:
The device was received by the MFR and an engineering investigation was performed. A review of the device data confirmed one occurrence of system fault 188 (not 118 as initially reported) and system fault 218. An extensive investigation was performed on the returned device. The stress test to replicate the fault as well as a visual inspection of the returned product confirmed the device operated as designed. Based on all available evidence, the root cause of the one-off occurrence is unk. It is possible the fault was caused by a software timing issue on the pneumatic block and main pc board during start-up; however, our investigation could not reproduce the fault condition. Resmed's risk analysis for these failure modes concludes that the risk is acceptable. (B)(4). Note: during a routine eval of complaint records, it was detected that this event is reportable in the USA. This report is being submitted to correct the error.

Event description:
(B)(4).